Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The patient reported that receiving intermittent, short-lived electric shocks in their right arm and head. The patient reported experiencing 6 bursts in the last 18 hours, and reported they had not fallen or incurred any injury, nor did there seem to be anything that triggered them. The patient reported the shocks were uncomfortable. The patient reported that there was a pattern to the shocks, where every time they reached their left had across their chest to their right shoulder, they got "zapped" the hcp reported checking the patient's battery yesterday and found that everything was fine in terms of impedance. The hcp reported lowering the current strength by 0.5 v on each side. The hcp reported that the patient had some decrease in the zaps, but it was still going on. No further patient complications have been reported as a result of this event.